Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported unspecified lower scan readings, with symptoms of dizziness, vomiting, and seizure. The customer had contact with a healthcare provider, with a laboratory blood glucose result of 600 mg/dl against scan of 227 mg/dl. The customer was diagnosed with diabetic ketoacidosis, and provided unspecified treatment. The customer additionally provided comparison readings of 136 mg/dl and 147 mg/dl from sensor against 392 mg/dl and 328 mg/dl from built-in meter, taken in days after medical event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported unspecified lower scan readings, with symptoms of dizziness, vomiting, and seizure. The customer had contact with a healthcare provider, with a laboratory blood glucose result of 600 mg/dl against scan of 227 mg/dl. The customer was diagnosed with diabetic ketoacidosis, and provided unspecified treatment. The customer additionally provided comparison readings of 136 mg/dl and 147 mg/dl from sensor against 392 mg/dl and 328 mg/dl from built-in meter, taken in days after medical event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.